Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was contacted via phone call, and reported that the pump is working properly, and has not had any issues. The customer reported that the blood glucose levels are well controlled.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 28 mg/dl. The customer did not call helpline and continued using the pump. The customer was unable to troubleshoot at time of call because he has no time. The customer was advised to revert to backup plan until we can complete the troubleshooting to identify where the issue is. The customer understood.